Manufacturer narrative:
Product complaint # (B)(4) component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pj5578 / jv98749, and no non-conformances related to the reported complaint condition were identified. The following additional event information received on (B)(6) 2021 from the customer no patient consequence. The needle was removed. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture pulled off the needle. The needle was recovered and removed. There were no adverse patient consequences reported. No additional information was provided.